Event description:
The customer reported that a pt required transfusion of one unit of blood because of a leak from the open stopcock while the IV set was caught between the mattress and side rail. The materials used to clean up the spill had weighted 955 grams. No long-term pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.